Manufacturer narrative:
Solventum is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description and photo provided, a likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported after the blood bag was spiked, the 3m¿ ranger¿ blood/fluid warming high flow set spike detached from the tubing. No injuries or medical interventions were required due to the alleged malfunction.